Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an aneurysm embolization procedure, coil implant detached unintentionally in the microcatheter. The coil was withdrawn and successfully removed from the patient. Physician used another coil to successfully completed the case. There was no report of harm or injury to the patient.